Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third firing during stomach resection, the stapler was introduced into the patient then removed from the patient without firing, the surgeon wanted to do further dissection. When the stapler was outside the patient it was reported that a sound was heard like something had fallen out of the reload and no material was found. Another reload was opened and the case continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. The distal sutures were not released. The distal retainer was found to be out of position. When the retainer was moved into position, a small clicking noise was noted. A review of the device history record indicates this product was released meeting all quality release specifications. However, a manufacturing fault was identified during product analysis. The retainer was out of position to the right side of the cartridge. When retainer was moved into position to the left, suture was released from left side of the cartridge. In the event of an incomplete firing of the reinforced reload with reload, the distal anchoring sutures used to secure the staple line reinforcement material to the anvil and cartridge may not be released, the inability to release the distal anchor suture will prevent the jaws from opening fully when the device is unclamped. The remaining intact staple line reinforcement material on the reload will need to be removed from the device by gentle traction and/or by cutting the anchor suture with scissors. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. The distal sutures were not released. The distal retainer was found to be out of position. When the retainer was moved into position, a small clicking noise was noted. A review of the device history record indicates this product was released meeting all quality release specifications. However, a manufacturing fault was identified during product analysis. The retainer was out of position to the right side of the cartridge. When retainer was moved into position to the left, suture was released from left side of the cartridge. In the event of an incomplete firing of the reinforced reload. The distal anchoring sutures used to secure the staple line reinforcement material to the anvil and cartridge may not be released, the inability to release the distal anchor suture will prevent the jaws from opening fully when the device is unclamped. The remaining intact staple line reinforcement material on the reload will need to be removed from the device by gentle traction and/or by cutting the anchor suture with scissors. If information is provided in the future, a supplemental report will be issued.